Event description:
Customer reported that the "cannula had popped off" and as a result was "without insulin for over 12 hours" and felt sick. Customer is "really active." He stated there was "no wetness or smell of insulin" at the podsite; the cannula was not bent but there was blood on it. Customer's bgs ranged from 389 mg/dl to "high" (> 500 mg/dl). He administered bolus doses of insulin for each high bg and also consumed 150 grams of carbohydrates within 1 hour. Customer called the doctor and will treat his high bgs with lantis. The pod was discarded and will not be returned.

Manufacturer narrative:
A customer reported that the cannula "popped off" or dislodged from his skin and was "without insulin for 12 hours". This resulted in the customer having high bgs. Because the pod was not returned, we are unable to assess the product to determine any other possible malfunction that would cause or contribute to the increased bg levels. Although we cannot confirm that it occurred, a dislodged cannula would impede insulin delivery and likely lead to hyperglycemia. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The product lot qualifications were not reviewed since no lot number was provided.